Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. Customer's blood glucose level was 250 mg/dl. Customer also stated that the drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer declined motor position encoder error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.